Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-feb-2021. The most recent information was received on 05-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of periodic limb movement disorder ('toes that would not move') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced periodic limb movement disorder (seriousness criterion medically significant). The patient was treated with natalizumab (tysabri). Essure treatment was not changed. At the time of the report, the periodic limb movement disorder had not resolved. The reporter provided no causality assessment for periodic limb movement disorder with essure. The reporter commented: that the patient is undergoing medical monitoring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of periodic limb movement disorder ('toes that would not move') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced periodic limb movement disorder (seriousness criterion medically significant). The patient was treated with natalizumab (tysabri). Essure treatment was not changed. At the time of the report, the periodic limb movement disorder had not resolved. The reporter provided no causality assessment for periodic limb movement disorder with essure. The reporter commented: that the patient is undergoing medical monitoring. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.